Event description:
A pt reported experiencing inaccurae erratic results with a lifescan meter. The pt's blood glucose results were 1.3, and 7.4 mmol/l. Tests were done within 20 minutes with a difference of 5.4 mmol/l. Pt did not experience any adverse events. No further info has been reported.